Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: enew2020c82e, serial/lot #: (B)(4), ubd: 09-oct-2013, UDI#: (B)(4); product ID: enlw1620c124e, serial/lot #:(B)(4), ubd: 16-apr-2014, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 09-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. An endurant ii iliac extension stent graft limb was also implanted approximately one week later it was reported that the patient presented with an e.coli infection and all of the patients devices were explanted and replaced with non-mdt product approximately six and a half years after the index procedure. As per the physician, the cause of the explant was due to the e.coli infection. No additional clinical sequelae were reported and the patient is fine.